Event description:
It was reported on 10/10/2006 that a surgeon informed the sales representative of a screw back out event. A gentleman who previously underwent a one level acdf in 2006, presented to the office for a follow up visit, and upon review of the post operative x-rays, the surgeon noted that the screw at the caudal end was backing out. The surgeon stated that he has no plans to revise the patient at this time. There is no report of injury or discomfort.

Manufacturer narrative:
H3: the surgeon is monitoring the patient and has not scheduled revision surgery at this time. Will continue to review this event. Upon receipt of new information, the file will be reviewed and a supplemental will be filed if needed. The event has been determined to be reported because of the potential or likeliness to cause or contribute to a serious injury. It cannot be determined if the event is either because of user error or malfunction because the initial post operative x-rays have not been provided and the CAPA investigation is not completed.